Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became stuck in the lesion and stuck to the guidewire. The devices were removed as a single unit. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became stuck in the lesion and stuck to the guidewire. The devices were removed as a single unit. The procedure was completed with another of the same device. There were no patient complications.